Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Mulitple mdrs were submitted for this adverse event: 3013450937-2022-00364, 3013450937-2022-00365, 3013450937-2022-00367, 3013450937-2022-00368 and 3013450937-2022-00369.

Event description:
It was reported that a patient had an alleged infection and underwent a revision surgery on (B)(6) 2022. The following implants were revised during the revision: eleos male-female midsection, eleos male-female midsection, eleos distal femur axial pin, eleos tibial hinge w/rotational stop, eleos tibial poly spacer and eleos distal femur.

Event description:
It was reported that a patient had an alleged infection and underwent a revision surgery on (B)(6) 2022. The following implants were revised during the revision: eleos male-female midsection, eleos male-female midsection, eleos distal femur axial pin, eleos tibial hinge w/rotational stop, eleos tibial poly spacer and eleos distal femur.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.